Manufacturer narrative:
(B)(4) date sent: 2/5/2026 b3: only event year known: 2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97v3z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was functioning perfectly fine up until they went to reload after the third firing. It was difficult to remove the original reload, and then they could not place a new reload into the jaws of the device they felt there was something blocking the placement of a new reload. On inspection the bottom of the reload had come off and blocked any new reload being placed. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.